Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("a silver metal coil shaped wire embedded within the left cornu region") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, cerebral bleeding, surgery (tonsillectomy wisdom teeth hand/finger surgery unlisted carpal tunnel surgery), carpal tunnel syndrome, pain in joint involving hand, pelvic pain female, adhd, depression, gerd, aching (r) knee, miscarriage (2), vaginal delivery (3), parity 3 and multi gravida. Previously administered products included: prenatal vitamins [minerals nos;vitamins nos], zantac, omeprazole, ambien, vitamin d [vitamin d nos], adderall, ultram ER, wellbutrin, prozac and prilosec [omeprazole magnesium]. The patient had a family history of cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1581 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (1) total laparoscopic hysterectomy 2) bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.782 kg/sqm. [Parasite dna test] (date unknown): gardnerella vaginalis dna probe: positive indications vaginal irritation [pathology test] on (B)(6) 2019: surgical pathology clinical history: abnormal uterine bleeding, pelvic pain diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: benign endocervix and ectocervix with squamous metaplasia. Endometrium: inactive endometrium, negative for atypia and malignancy. Foreign body consistent with a silver metal coil-shaped wire in the left cornu region negative for any significant associated tissue reaction. Myometrium: without diagnostic abnormality. Right and left fallopian tubes: benign bilateral fallopian tubes without diagnostic abnormality. One metal coiled device consistent with an intratubal contraception device is grossly identified within each tube. Gross description: bilateral attached fimbriated fallopian tubes (right - 7.0 cm in length x 0.5 cm in diameter; left - 6.5 cm in length x 0.5 cm in diameter. The serosa is tan-pink, smooth and glistening. Also noted is a silver metal coil shaped wire embedded within the left cornu region (0.3 cm in length x 0.2 cm in width. Both fallopian tubes are surfaces by a red-purple, smooth and glistening serosa and are serially sectioned to reveal a single simple paratubal cyst located on the right near the fimbria (0. 7 cm in greatest dimension, containing clear, serous fluid. Both fallopian tubes exhibit a tan-pink, grossly unremarkable pinpoint lumen. Both fallopian tubes exhibit a silver metal, coiled, cylindrical medical device embedded within the proximal lumen (2.5 cm in length x 0.1 cm in diameter). [Ultrasound scan] (date unknown): indications: abnormal uterine bleeding, pelvic pain. Findings: uterus: the uterus is anteverted in position and measures 8.8 x 4.2 x 6.2 cm transabdominally. The myometrium is homogeneous without fibroids. The endometrium is homogeneously echogenic measuring 12 mm which is normal in the secretory phase of the menstrual cycle. Essure devices are present. There is normal uterine sliding. Adnexa: right ovary: the right ovary has a normal sonographic appearance and measures 3.9 x 2.2 x 2.5 cm. Left ovary: the left ovary has a normal sonographic appearance and measures 3.1 x 3.7 x 3.1 cm. No adnexal mass is seen. No free fluid in the pelvis ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .non drug treatment updated. Event embedded device added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.